Manufacturer narrative:
(B)(6).

Event description:
It was reported that one patient with heel pressure ulcer using allevyn gentle border heel dressing over a biopsy sire. It has cased maceration. As a result, they have used different products now.

Manufacturer narrative:
.